Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate pain relief due to having elevated impedances on the patients lead contacts. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.